Event description:
It was reported 2 unknown burs were used with a 80k visao drill handpiece, intraoperatively during a tympanoplasty. The drill became hot with use of the curved bur, but not the stainless steel bur. However, upon replacing the drill with a back-up device¿the issue was resolved and the procedure was completed successfully. There was no delay in surgery and no patient impact or injury as a result of this event.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): analysis was not able to confirm or duplicate the alleged complaint, as the device was not working at all. This device is used for therapeutic purposes.